Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: the patient post-operatively at the jejunojejunostomy anastomotic site. The surgeon took the patient back to the operating room on 09/03/2011 to stop the bleeding at the jejunojejunostomy site. There was no active bleeding observed.

Manufacturer narrative:
(B)(4).